Event description:
It was reported that a device dependent patient was experiencing intermittent loss of pacing due to right ventricular lead noise being seen on the device events in high rate and noise reversion events. The patient appeared to be intermittent symptomatic due to the loss of pacing. However, experienced no other adverse events. The right ventricular lead was explanted and replaced. The patient was stable and recovering.